Manufacturer narrative:
Qc was run prior to the event and the results were within established ranges. The customer found the sample probe and collar wash contained gel from the serum separator tube. The customer replaced the parts and requested service. A bci field service engineer (fse) performed the followings: cleaned the cartridge chemistry (cc) sample probe and collar wash. Replaced the cc level sense bead and performed alignment. Ran sample and confirmed the correct results.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneous high salicylates results on two patients generated by the unicel dxc 600i synchron chemistry analyzer. The erroneous results were reported out of the laboratory. The samples were repeated lower results were obtained and reported. Per customer, patient treatment was not affected.